Event description:
Customer reported hospitalization due to broken hip and low blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed after battery change due to connector at interface board leaking voltage. No alarms were noted. The insulin pump was received with scratched lcd window.